Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the sample was not returned for evaluation; however, one electronic photo was provided for review. The investigation is confirmed for the reported guidewire tip rupture, as a fracture was noted at the distal end of the guidewire and the investigation is inconclusive for the reported resistance felt while advancing the guidewire, as the exact circumstances at the time of the reported event are unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (03/2021), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during dialysis catheter placement, when advancing the guidewire, resistance was felt. It was further reported that upon removal, the guidewire tip was allegedly noted to be ruptured. Reportedly, the procedure was completed using another deice. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photos have been provided. The investigation of the reported event is currently underway. Expiry date (03/2021).

Event description:
It was reported that the during dialysis catheter placement, when advancing the guidewire, resistance was felt. It was further reported that upon removal, the guidewire tip was allegedly noted to be ruptured. Reportedly, a new unit was successfully placed. There was no reported patient injury.